Manufacturer narrative:
The pump was received with intermittent express bolus button response due to a flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. No unexpected pump shutting off or restarting noted during testing. The pump was received with a partially broken reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the b button was unresponsive. The customer also reported that the b button was pressed all the way. The customer reported that the insulin pump shut off. The customer's blood glucose was around 100 mg/dl at the time of incident. The customer stated that they tapped the back of the insulin pump and the b button popped back out. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.